Manufacturer narrative:
A customer in vietnam notified biomérieux of a discrepant result between vidas® cmv igm lot 1004166960/(B)(4) ((B)(6)) and elisa ((B)(6)). An internal biomérieux investigation was performed with results as follows: batch history record of vidas® cmv igm (1004166960/(B)(4)) - no anomaly linked to customer complaint. Concerning vidas® cmv igm lot 1004166960/(B)(4), one (1) other complaint was registered for bad correlation but in that case, the vidas® result was (B)(6). Six (6) internal samples near the cut off with vidas® cmv igm lot 1004166960/(B)(4) were tested. Results- results were found to be within the expected range. The comparison between the results on (B)(6) 2016 (the day before the expiration date) and the control of activity on (B)(6) 2015 before the release, did not show an evolution of the vidas® cmv igm lot 1004166960/(B)(4). Vidas® results were confirmed by a third method (cobas e411); vidas® cmv igm lot 1004166960/(B)(4) was found to be performing within the expected specifications. In conclusion, no performance problem was identified for vidas® cmv igm lot 1004166960/(B)(4).

Event description:
A customer in (B)(6) reported a discrepancy in results while using the; vidas&#59395;mv igm. There was a retest performed and the results continued to be inconsistent.